Event description:
It was reported that the the device will not hold air. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Serial number could not be identified.

Manufacturer narrative:
Device serial number/lot number and operator of device are unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection notes were not made available. Leaking was not listed as confirmed or duplicated. The most probable cause of the issue is a loose input fitting, with o-rings replaced during every preventative maintenance. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance. Recalibrated the unit. Cleaned and affixed service label. Device passed all functional tests after the completed repairs., corrected data: h6 - health effects codes.